Event description:
Had a ventral hernia repair done and doctors used davol composix mesh which began to hurt and protrude immediately after swelling gone down from incision, began to feel soreness around incision as well as burning sensation which seemed to get worse with slight touching a few years later I was rushed to the hospital with intestinal blockage which was almost severe the hospital could not find anything and did not know what caused blockage. I left the hospital on my own accord although I was asked and advised to stay. A few years after tha I was back in the hospital with another intestinal blockage where they did all types of testing and scans to find out what was the cause of my blockage and again no findings. I was in the hospital for almost a week this time. I believe this mesh incide of me has bent out of shape and is causing my sudden health issues with my abdomen as I am very healthy otherwise.